Event description:
Massive burn blister as big as a heat cell [burns second degree]. Case narrative: this is a spontaneous report from a pfizer-sponsored program brand websites for division consumer healthcare (B)(6) from a contactable consumer reported for her father. A male patient of unknown age started to receive thermacare heatwrap (thermacare lower back & hip) via an unspecified route of administration from (B)(6) 2019 to an unspecified date at unknown dose for an unspecified indication. Medical history and concomitant medications were not reported. The patient had been a big fan of thermacare back heat wraps for many years. He used it directly on the skin, felt the warmth as very pleasant and had not shown any skin irritation or - reactions so far. In the past week, he used a heat wrap again, it caused massive burn blister as big as a heat cell. He did not feel anything during the treatment. The action taken in response to the event of the product was unknown. The outcome of the event was unknown. Additional information has been requested and will be provided as it becomes available. Company clinical evaluation comment based on the information provided, the event of "burn blister" as described is considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. The event is medically assessed as associated with the use of the device.

Manufacturer narrative:
The root cause category is non-assignable (complaint not confirmed as a quality defect). There was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number and/or return sample a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. There is not a product quality related trend identified for the subclass adverse event safety request for investigation. The manufacturing operations employ quality control procedures which include in process testing, thermal testing and visual inspection, to ensure the quality of the product being packaged.

Event description:
Event verbatim [preferred term] massive burn blister as big as a heat cell/wound [burns second degree] , 77-year-old patient/used it directly on the skin [device use error]. Case narrative:this is a spontaneous report from a pfizer-sponsored program brand websites for devision consumer healthcare germany from a contactable consumer reported for her father. A 77-year-old male patient started to receive thermacare heatwrap (thermacare lower back & hip) from an unspecified date for many years at unknown frequency for an unspecified indication. Medical history and concomitant medications were not reported. The patient had been a big fan of thermacare back heat wraps for many years. He used it directly on the skin, felt the warmth as very pleasant and had not shown any skin irritation or reactions so far. In the past week in jun2019, he used a heat wrap again, it caused massive burn blister as big as a heat cell. He did not feel anything during the treatment. No physician had been seen. A friend who was a physician inspected the wound and gave the recommendation to apply betaisodona. The consumer was not able to provide lot number nor expiry date because the thermacare package had been discarded after use. The action taken in response to the events with the product and the outcome of the events was unknown. Upon follow-up, product quality complaints provided the following investigation conclusion: the root cause category is non-assignable (complaint not confirmed as a quality defect). There was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number and/or return sample a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. There is not a product quality related trend identified for the subclass adverse event safety request for investigation. The manufacturing operations employ quality control procedures which include in process testing, thermal testing and visual inspection, to ensure the quality of the product being packaged. Follow-up (23jul2019): this is a follow up report from the contactable consumer includes patient data (age), past device deleted, new event (77-year-old patient/used it directly on the skin) and additional event information (wound), onset date of event and treatment details. Follow-up attempts are completed. No further information is expected. Follow-up (01aug2019): new information from product quality complaints includes: investigation conclusion. Follow-up attempts are completed. No further information is expected. Company clinical evaluation comment. Based on the information provided, the event of "burn blister" and "device use error" as described are considered serious bodily injury requiring medical intervention to prevent permanent damage or impairment of body structure. The events are medically assessed as associated with the use of the device. There was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number and/or return sample a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. Product effect varies with each individual. In the case narrative, there is evidence of device use error which most likely contributed to this incident. No remedial action/corrective action/field safety corrective action is suggested at this time., comment: based on the information provided, the event of "burn blister" and "device use error" as described are considered serious bodily injury requiring medical intervention to prevent permanent damage or impairment of body structure. The events are medically assessed as associated with the use of the device. There was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number and/or return sample a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. Product effect varies with each individual. In the case narrative, there is evidence of device use error which most likely contributed to this incident. No remedial action/corrective action/field safety corrective action is suggested at this time.

Manufacturer narrative:
The root cause category is non-assignable (complaint not confirmed as a quality defect). There was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number and/or return sample a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. There is not a product quality related trend identified for the subclass adverse event safety request for investigation. The manufacturing operations employ quality control procedures which include in process testing, thermal testing and visual inspection, to ensure the quality of the product being packaged

Event description:
Event verbatim [preferred term] massive burn blister as big as a heat cell/wound [burns second degree] , 77-year-old patient/used it directly on the skin [device use error] , . Case narrative:this is a spontaneous report from a pfizer-sponsored program brand websites for devision consumer healthcare germany from a contactable consumer reported for her father. A 77-year-old male patient started to receive thermacare heatwrap (thermacare lower back & hip) from an unspecified date for many years at unknown frequency for an unspecified indication. Medical history and concomitant medications were not reported. The patient had been a big fan of thermacare back heat wraps for many years. He used it directly on the skin, felt the warmth as very pleasant and had not shown any skin irritation or reactions so far. In the past week in jun2019, he used a heat wrap again, it caused massive burn blister as big as a heat cell. He did not feel anything during the treatment. No physician had been seen. A friend who was a physician inspected the wound and gave the recommendation to apply betaisodona. The consumer was not able to provide lot number nor expiry date because the thermacare package had been discarded after use. The action taken in response to the events with the product and the outcome of the events was unknown. Upon follow-up, product quality complaints provided the following investigation conclusion: the root cause category is non-assignable (complaint not confirmed as a quality defect). There was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number and/or return sample a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. There is not a product quality related trend identified for the subclass adverse event safety request for investigation. The manufacturing operations employ quality control procedures which include in process testing, thermal testing and visual inspection, to ensure the quality of the product being packaged. Follow-up (23jul2019): this is a follow up report from the contactable consumer includes patient data (age), past device deleted, new event (77-year-old patient/used it directly on the skin) and additional event information (wound), onset date of event and treatment details. Follow-up attempts are completed. No further information is expected. Follow-up (01aug2019): new information from product quality complaints includes: investigation conclusion. Follow-up attempts are completed. No further information is expected. Amendment: this follow-up report is being submitted to amend previously reported information: to amend the malfunction field from "unk" to "no" in device sub-tab. Company clinical evaluation comment based on the information provided, the event of "burn blister" and "device use error" as described are considered serious bodily injury requiring medical intervention to prevent permanent damage or impairment of body structure. The events are medically assessed as associated with the use of the device. There was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number and/or return sample a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. Product effect varies with each individual. In the case narrative, there is evidence of device use error which most likely contributed to this incident. No remedial action/corrective action/field safety corrective action is suggested at this time., comment: based on the information provided, the event of "burn blister" and "device use error" as described are considered serious bodily injury requiring medical intervention to prevent permanent damage or impairment of body structure. The events are medically assessed as associated with the use of the device. There was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number and/or return sample a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. Product effect varies with each individual. In the case narrative, there is evidence of device use error which most likely contributed to this incident. No remedial action/corrective action/field safety corrective action is suggested at this time.

Event description:
Event verbatim [preferred term] massive burn blister as big as a heat cell/wound [burns second degree] , 77-year-old patient/used it directly on the skin [device use error] , . Case narrative:this is a spontaneous report from a pfizer-sponsored program brand websites for devision consumer healthcare germany from a contactable consumer reported for her father. A 77-year-old male patient started to receive thermacare heatwrap (thermacare lower back & hip) from an unspecified date for many years at unknown frequency for an unspecified indication. Medical history and concomitant medications were not reported. The patient had been a big fan of thermacare back heat wraps for many years. He used it directly on the skin, felt the warmth as very pleasant and had not shown any skin irritation or - reactions so far. In the past week in (B)(6) 2019, he used a heat wrap again, it caused massive burn blister as big as a heat cell. He did not feel anything during the treatment. No physician had been seen. A friend who was a physician inspected the wound and gave the recommendation to apply betaisodona. The consumer was not able to provide lot number nor expiry date because the thermacare package had been discarded after use. The action taken in response to the events of the product was unknown. The outcome of the events was unknown. Follow-up (23jul2019): this is a follow up report from the contactable consumer includes patient data (age), past device deleted, new event (77-year-old patient/used it directly on the skin) and additional event information (wound), onset date of event and treatment details. Follow-up attempts are completed. No further information is expected. Company clinical evaluation comment: based on the information provided, the event of "burn blister" and "device use error" as described are considered serious bodily injury requiring medical intervention to prevent permanent damage or impairment of body structure. The events are medically assessed as associated with the use of the device., comment: based on the information provided, the event of "burn blister" and "device use error" as described are considered serious bodily injury requiring medical intervention to prevent permanent damage or impairment of body structure. The events are medically assessed as associated with the use of the device.